Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touchscreen cracked and was unresponsive. Customer¿s blood glucose level was 118 mg/dl. The customer reverted to an alternate method in insulin therapy.